Event description:
The customer alleged the basin overflowed with water. The customer believed the water spilled onto the outlet. There were sparks and smoke coming from inside the unit, possibly due to a water overflow, the area where the plug connects to the unit was charred. The customer was not aware of any overflow since he was not present during the event. As a precaution, the healthcare worker, at the time, unplugged the power cord. The customer stated the prong to the power cord inside the unit broke. The customer stated no injuries were involved. A service was not requested. The customer will repair the unit.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The customer subsequently requested service. The field service engineer (fse) found the unit with a faulty power receptacle and circuit breaker. The fse replaced the parts and inspected the unit for water leaks; no leaks were found. The fse processed a successful wash and a wash/disinfect cycle, both with and without a scope. The unit conformed to the MFR's specifications. Result - circuit breaker.